Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the patient lost weight but it was unknown if weight loss was causing the pain. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patients pocket pain was due to weight loss. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the patient lost weight but it was unknown if weight loss was causing the pain. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated. No device malfunction was suspected.